Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display is blank. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per biomedical engineer, the user interface assembly was replaced to address the reported issue.